Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. Increased valve gradients after implantation may result from patient factors such as hypertrophic cardiomyopathy (hcm), sub-valvular aortic stenosis, or inadequate leaflet coaptation. It may also be indicative of sub-optimal frame expansion or patient-prosthesis mismatch. Over time, gradients can develop or worsen due to leaflets being affected by the development of calcification, or the formation of pannus/host tissue, or thrombus. Small gradients may have been related to a prosthesis-patient mismatch (ppm). Per the IFU and training manuals: incorrect sizing of the valve may lead to residual gradient (patient-prosthesis mismatch). Patients with elevated mean gradient post procedure should be carefully followed. According to literature review, prosthesis-patient mismatch (ppm) occurs when the effective orifice area (eoa) of the prosthesis is physiologically too small in relation to the patient's body size, thus resulting in abnormally high post-operative gradients. According to varc-2, severe ppm is defined in the aortic position by an indexed effective orifice area of, <0.65 cm2/m2, and the incidence of severe ppm after surgical aortic valve replacement ranges between 2% and 20%. The presence of ppm is prognostically important because ppm results in higher valve gradients. The risk of ppm can be anticipated at the time of avr by calculating the predicted indexed from the normal reference value of eoa of the selected prosthesis and patient's body surface area. Ppm is characterized by high transprosthetic velocity and gradients, normal eoa, small indexed eoa, and normal leaflet morphology and mobility. Transesophageal echocardiography and multidetector computed tomography are particularly helpful to assess prosthetic valve leaflet morphology and mobility, which is a cornerstone of the differential diagnosis between ppm and pathologic valve obstruction. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The patient screening manual instructs the operator on proper assessment of patient's anatomy, including the use of echo, aortogram and CT to appropriately measure the annulus diameter/failing surgical valve "trueid", content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals instruct the operator on proper valve sizing being critical to avoid prosthesis-patient mismatch. In this case, per medical records received, the cause of the stenosis with subsequent explant and patient demise was related to patient and procedural factors (patient-prosthesis mismatch). There was no allegation or indication that the events were related to an edwards device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by implant patient registry (ipr), 1-year post transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 (s3) valve in the aortic position, the valve was explanted, and a surgical valve was implanted. Per medical record review, approximately 6 months after the tavr valve in valve procedure with a 23mm s3 valve implanted in a 23mm surgical aortic valve, an echo done had reported "poorly visualized bioprosthetic aortic valve with peak velocity of 3.5 m/s, mean gradient of 30 mmhg and doi of 0.12 consistent with severe stenosis. The aortic valve area could not be obtained due to poor imaging of the lvot/av area." Approximately 1 year after implant the patient was admitted at a different facility with severe aortic stenosis in the setting of patient-prosthesis mismatch. Upon evaluation it was decided to explant the valve. Two days prior to the explant a tte showed: moderate-severely depressed lv systolic function, lvef 30-35% with global hypokinesis and anteroseptal akinesis. Aortic bioprosthetic viv is not well seen, but there is severe prosthetic stenosis with mean gradient 40 mmhg, peak velocity 4 m/s, dimensionless index - velocity 0.23 and no regurgitation is seen. It was decided to explant the valve. The patient underwent redo aortic valve (avr) during which both the thv 23mm s3 valve and 23mm surgical valve were explanted and replaced with a 27mm magna ease valve. During the redo avr, the patient received 6 ffp, 2 platelet, 10 cryo, 1 prbc and required cardioversion for vt and vf. Once in ICU the patient developed significant ectopy and vt. Ep was consulted and the patient was ICD-shocked into paced rhythm. This continued to happen on multiple occasions. The patient remained hypotensive with significant epi requirements in vt/vf despite therapy. The patient was placed on va ECMO but remained in vf with no hemodynamic response. The situation was determined to be non-survivable and the therapies were terminated. On post-operative day 1, the patient expired.